Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 21, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). The actual sample was inspected upon receipt and leak tested. Upon priming the pump with water, the top housing separated from the bottom housing. A representative retention sample was built into the water circuit and circulated at approximately 2400rpm for approximately 10 minutes with no leakage observed. Additional retention samples were visually inspected for the lot in question as well as the surrounding lots. There were no anomalies. All production records were reviewed and were found to have no anomalies. All statistical process control points were reviewed and all were acceptable. Root cause could not be determined for the leak. Probable cause for the housing separation is damage on return to the manufacturing facility. Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during setup, the centrifugal pump leaked. No patient involvement. The product was changed out. Procedure was completed successfully.